Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the technical investigation showed that the vibrator is active permanently due to a defective component in the control signal path. The pump correctly triggered a e7 error.

Event description:
Patient reported receiving an e7 (electronic error) message. Patient stated this issue has occurred before. On (B)(4) 2013 preliminary evaluation showed an e7002 in the history and the vibra-alarm does not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.